Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the device was no longer effective in alleviating pain. The patient reported the leg pain was not alleviated on (B)(6) 2017. A clinical diagnosis of a lack of therapeutic effect was reported, and a device diagnosis was not applicable. The therapy was suspended on (B)(6) 2017 and the event was unresolved at the time of study exit/death/study closure. The subject was exited on (B)(6) 2017 as all enrolled products were inactive. The event was possibly related to the device or therapy and not related to the implant procedure. The etiology was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient with the implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the stimulation was not effective. The consumer reported there was no therapeutic effect since implant on (B)(6) 2016. The patient did have representatives come to the house to assist and review use of the system with the patient in 2016, however, it never helped. The patient had not felt the stimulation nor had charged the device in 3-4 years since the therapy was not effective. On (B)(6) 2018, the patient was experiencing poor communication on the patient programmer and that they could not connect the ins with the patient programmer or recharger. They were trying to place the device in MRI mode but couldn't place it in MRI mode. The information regarding an overdischarge was reviewed and how that affects the ability to place it in MRI mode. The patient was redirected to the healthcare professional to address the possible overdischarge. The patient was not interested in starting the therapy again and did not intend to follow-up with a healthcare professional.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.